Manufacturer narrative:
(B)(4). The device will not be returned for further evaluation; therefore, a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that transducer fault occurred on vela ventilator. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received th device for evaluation.visual inspection revealed there were no visible defects, damage or contamination. The reported complaint was able to be confirmed and duplicated. Transducer pt801 (exhalation pressure transducer) and pt802 (exhalation flow transducer) have failed. This is a known issue which has been addressed with CAPA-000000281, scar ps-16-23 and co 102677. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.